Event description:
It was reported that the device overheated during a procedure. The procedure was completed using the same unit. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device is not available for investigation. A f/u report will be filed if the device becomes available for investigation.